Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an absence of no delivery alarm on the insulin pump. The customer blood glucose level was 400 mg/dl. The customer stated that after change site his blood glucose level went to normal. The customer was ask to do troubleshooting but he declined but instead he inquired about blank display on the insulin pump. The troubleshooting was performed. It was explained the possible causes of blank display to the insulin pump and he understood. The customer was advised that after the troubleshooting was performed the insulin pump need a new battery and the display return. The patient was also informed that we will sent battery cap as a courtesy to rule out any possible issue with battery cap. No further assistance needed.